Manufacturer narrative:
Internal report reference number: (B)(4). Products were not returned for evaluation. Note: manufacturer contacted customer in few follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for defective lcd, stating the meter displayed partial characters. On the startup screen, the meter displayed 8 and parts of the numbers, and not 888. Customer reported that medication was taken based on the results displayed. Customer stated he would administer insulin when he would see a 2 at the beginning of the number. Customer also stated that he has another meter that he was cross referencing with. No medical intervention related to the displayed result or the administering of the medication was reported. At the time of the call the customer felt well and did not report any symptoms.